Manufacturer narrative:
Follow up #2 submitted: 11/30/2016. Correction to product investigation. The device was returned to animas and investigated by product analysis on 11/7/2016 with the following findings: on investigation, the keypad was intact without damage. All of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas and investigated by product analysis on 11/7/2016 with the following findings: on investigation, the pump powered on and the display became illuminated per normal operation. The display screen was examined and confirmed to be dim/faded and discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.